Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported in a journal article that the patient underwent a laparoscopic repair of perineal hernia procedure on unknown date and mesh was implanted. During the procedure, the mesh was tacked to the promontory or sacrum and sutured to the pelvic sidewalls and the anterior peritoneum. Twenty two months following the procedure, the patient experienced a recurrence located anterior to the previous perineal mesh. The patient underwent a laparoscopic reoperation and very limited adhesion to the mesh was noted. Another like mesh was tacked to the previous mesh and the sacrum and sutured anteriorly to the uterosacral ligaments using a v-loc suture to cover the defect. Eight months after reoperation there were no signs of recurrence. No further information is available.